Event description:
The customer reported that printed alarm review saved strips printed the wrong patient name and rhythm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that printed alarm review saved strips printed the wrong patient name and rhythm. The device was in use on a patient. There was no report of patient or user harm.